Manufacturer narrative:
Device evaluation/additional information: the fenestrated bipolar forceps instrument was received, and failure analysis investigation was completed. The instrument was driven on an in-house system and passed recognition, cut, and engagement tests. The instrument passed electric continuity and energy was delivered. The instrument moved intuitively with full range of motion in all directions and the tips opened and close properly and the instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions and recognition issues.

Manufacturer narrative:
Based on the information provided, the cause of the tissue entrapment is unknown. Though reported by the customer that the product was returned to intuitive surgical, inc. (Isi) for evaluation, it has not been received. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
On 18-may-2023, intuitive surgical, inc. (Isi) received mw/uf (B)(4) stating: "robotic total laparoscopic hysterectomy performed by surgeon. While manipulating the fenestrated bipolar instrument via the robotic console, the hinge of the instrument caught and entrapped the patient's serosa. The serosa was unable to be freed from the hinge of the instrument and had to be cut out."